Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis can be reasonably attributed to patient breach in aseptic technique by patient not wearing mask, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that on (B)(6) 2026 the patient was admitted into the hospital with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed an elevated white blood cell (wbc) count (result not provided). The patient was initiated on antibiotic therapy utilizing vancomycin (dosing not provided) intra-peritoneal (ip) for peritonitis. On (B)(6) 2026, the patient was discharged from the hospital and continues pd treatments with the same cycler. The nurse stated that the patient recovered from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique as patient was not wearing a mask (during the pd exchange).